Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states she needs the device to come out and cannot find anyone to do this. Patient mentioned she called healthcare provider office one time to get this taken out and they told her he couldn't have put it in there because he wasn't a surgeon and hung up on her. Pt states feels like the device is poking through the skin. Patient stated she has tried other doctors to take it out but they will not touch it and cannot get her medical records from summit medical center because it's been 10 years. Patient also mentioned she is in a world of hurt and her whole upper body, shoulder and everything is gone and no feeling in her hands and cannot have an MRI with this thing in her back and needs to have one. Patient reports she has had shoulder pain forever and seems like for 2 years and talked to healthcare provider about it and they said it was arthritis. Patient has x rays and cannot do an MRI without device being explanted. The implanted neurostimulators location used to be up in the hip but now it is next to the spinal cord and next to butt bone. Pt states been this way 6-8 years. Agent directed to hcp on file and provided contact number and emailed mdt reps for assistance. Agent could not clarify date of event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.